Event description:
A customer reported that two previously frozen samples used during verification testing gave false negative results with 0.8% surgiscreen lot vss102. The samples contained anti-jka. No death or serious injury was associated with this incident.